Event description:
During evaluation of a returned large volume infusor, a leak was observed coming out of a ruptured bladder inside the device bottle. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). H4: the lot was manufactured february 23-25, 2023. The device was received for evaluation. Microscopic inspection was performed which identified a ruptured bladder. The ruptured bladder was subsequently examined for signs of abnormality; no signs of abnormality were observed on the external and internal surfaces of the bladder, the rupture line, and stressmember. A functional leak testing was performed and a leak was observed coming out of the bladder inside the device bottle. The condition was verified. The cause of the ruptured bladder could not be determined; however, a likely cause may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.